Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump despite connecting the pump to multiple power sources. There was no reported impact to the customer's blood glucose level. During follow up, customer's mother reported that there was no issue with the pump and it was performing properly. Tandem technical support was unable to confirm this information with the customer. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.